Event description:
It was reported that the person with diabetes (pwd) had a multiple line blocked alarms over the course of 4 days. All line blocked alarms were resolved by changing the entire infusion set. A total of four infusion sets were affected. The pwd reported no scar tissue issues, and stated that the infusion sites were consistently rotated, and noted no visible issues with the infusion sets or tubing. The event occurred while in use with a patient and there was no reported injury.

Manufacturer narrative:
Device analysis: received one (1) used set, insulin, inserter/retractor. Only the infusion site base was returned. The adhesive pad was not present. The cannula was observed to be bent out of its original position. No other physical damage or anomalies were observed. A leak test was conducted on the returned sample; and no leaks or flow was observed on the tubing during the leak test. The complaint of multiple line blocked alarms was confirmed. Corrective actions are in process for root cause analysis. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.